Manufacturer narrative:
H2) additional information: d9 date returned to manufacturer: 7/23/2024.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) sensor and air detector. After investigation the results indicated a reportable malfunction due to the damaged dso sensor and air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and air detector, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device needed a battery change and a software upgrade. The customer returned the product for those issues, and during physical inspection it was found that the downstream occlusion (dso) sensor and air detector were damaged. The event occurred before infusion, and there was no patient involvement.